Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. (B)(4).

Event description:
The patient was referred for a revision surgery after reporting intermittent pain along the lead wire. The patient also mention that they had lost 50 pounds and the generator has since migrated. The patient underwent surgery and the surgeon added another strain relief loop and sutured down the generator. The lead impedance was within normal limits during the surgery. No other relevant information has been received to date.

Event description:
Additional information received noting that the neck pain was caused by lack of strain relief and the migration was due to the weight loss. The surgical intervention was for patient comfort only.